Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure following successful stent deployment the stent was post-dilated with a balloon catheter that was larger than the stent diameter which is contrary to instructions for use. The stent was expanded beyond the recommended size and appeared to fracture. The pt experienced chest pains and was sent for bypass surgery. The pt was discharged in the expected time frame. The stent remains implanted in the pt.